Manufacturer narrative:
We are unable to perform the evaluation and testing of the device as the actual device involved in this incident was discarded and lot number of the device was not provided.

Event description:
Per the reported information, while the doctor was performing a procedure of a tenotomy with a tenex handpiece (tx microtip), the needle broke off towards the end of the procedure. The needle was inside the patient when the breakage occurred; however, was not lodged inside the patient. The doctor wanted to treat more area, but decided to close the incision after the needle break. There have been no reported patient injury or adverse event resulting from the reported incident.